Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient arrived in the emergency room (room) stating they thought the pump was not working. The patient had not heard the pump alarm but they are experiencing withdrawal symptoms that began monday evening after the patient's pump was replaced. The logs were checked and the only events were from the pump update at the time of implant on monday. There were no other alerts or other programming that was done since then.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the patient's weight at the time of the event was unknown. The pump was interrogated and programming had no changes, no errors in logs, and bolus had been delivered as usual. There was no reason to suggest that the mdt device was not delivering the intended therapy as prescribed. The cause of the pump not working/patient withdrawal symptoms was unknown. A 0.5 mg bolus was given to the patient and the event had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.